Manufacturer narrative:
Device evaluated by MFR?. Device evaluation is not necessary as hematoma is not related to the functionality or delivery of therapy of the device

Event description:
It was initially reported that the patient had a potential infection or hematoma. The surgeon underwent exploratory surgery and did not find sign of an infection. The issue appeared to be a subdural hematoma that the surgeon believes may have been caused by the patient rocking back and forth on her wheel chair. The patient's chest pocket was flushed and the generator was soaked in antibiotics. The manufacturer's device history records were reviewed and sterilization of the generator was verified. No further relevant information has been received to date.